Event description:
A customer called beckman coulter regarding a discrepant urine test result. The customer indicated that a urine sample from an emergency room (ER) pt was tested with an icon 25 hcg test kit: the hcg result was negative(-). The customer re-ran the urine with a new icon 25 hcg test kit and the result was negative(-). The customer indicated that the pt did not believe the negative urine test result. The physician requested a serum sample to be collected for a quantitative hcg test. The pt stated that they were 4 months pregnant. The serum sample was sent to the lab for quanitiative bhcg. The quantitative bhcg result for pt was 80,354 miu/ml. There has been no change to pt treatment that can be attributed to this event.